Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, a cause of the reported difficult or delayed positioning (resistance during positioning) could not be determined. A cause of the reported device damage to previously implanted clip was due to a combination of user technique and procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip causing damage to another device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. A second clip delivery system (cds) was advanced however resistance was met and the cds interacted with the implanted clip, causing it to detach from the posterior leaflet (single leaflet device attachment (slda)). The second clip was implanted to stabilize the slda clip, reducing mr to 3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.